Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that there was no image. The target lesion was located in the severely tortuous right coronary artery. During a percutaneous coronary intervention, in the process of inserting the opticross imaging catheter into an unspecified guide catheter the image disappeared. The procedure was completed with another with same device. No patient complications were reported and the patient status is good. However, returned device analysis revealed a hole.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed an open hole was observed at sheath lap joint assembly 72.5 cm from femoral marker at distal end. Water leaked at the open hole during flushing process. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).